Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported she was eating with out bolusing. Customer's blood glucose was over 600 mg/dl and she finally bloused a little less then recommended. In the morning customer woke up with blood glucose of 48 mg/dl. Current blood glucose was 98 mg/dl. Customer declined troubleshooting for the insulin pump. Customer also stated issues with the sensor. Troubleshooting for the sensor was performed. No further information reported.